Event description:
Edwards received information that a transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately fifteen (15) years and seven (7) months. The reason for reoperation is aortic insufficiency of the existing valve and both devices remain implanted. Patient is reportedly doing well.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device, no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.